Manufacturer narrative:
H4: the lot was manufactured from march 26, 2020 - march 27, 2020. H10: eleven (11) actual samples were received for evaluation. Unaided visual inspection was performed which observed a white foreign matter on the inside of the bag of only two (2) samples. Additional magnification was performed which verified a loose white curved foreign matter approximately 0.25 inch in length in the lower left side 100 ml area of the first verified sample and loose white foreign matter approximately 0.25 square millimeters inside the lower right of the bag approximately 0.75 inch above the fill port in the second verified sample. The reported condition was verified in two samples. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that white foreign material was observed in the fill port of eleven (11) 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags. This was identified prior to patient use. There was no patient involvement. No additional information is available.